Event description:
(B)(4). I was hesitant at first receiving essure because I was told the procedure would be done in my obgyn office. Instead, I was told I had to go to the local hospital. I woke up in recovery in severe pain. I was sore in my pelvic area for about a week. About 2-4 months later, I was back at my obgyn due to severe pain throughout my body and chronic uti's. I have suffered from numbness in my body where I can't even exit the bed. Severe back pains, swelling in feet, consistent migraines, mood swings, and I've had at least 12 uti's within 2 years. I was prescribed pain meds for pain but I couldn't work with taking them. With the uti, I was treated 4 times first with an oral prescription and then the gel afterwards. After being tired of the ridiculous co pay each time, I now just go to the pharmacy and purchase over the counter meds. When going back to get the hsg test done, it took several of times before the doctor informed me that he couldn't tell if essure was properly installed and that he would need to speak to the doctor who performed the operation. Since then, I have not heard anything from obgyn about the issue.